Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient was undergoing the measurement check after implant, high thresholds were noted on the left ventricular (lv) lead as compared to the value recorded inside the operation room. Out of the four electrodes, electrode 3 and 4 of lv lead exhibited loss of capture, electrode 2 exhibited high threshold while electrode 1 exhibited acceptable value of threshold. The fluoroscopy image confirmed dislodgement of lv lead, but it was not totally dislodged. The physician decided to keep the lead implanted as one electrode was showing acceptable measurements. The patient did not experience any adverse consequences.